Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of fluid discharge and infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Manufacturer narrative:
This supplemental is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this implantable cardioverter right ventricular (rv) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue, but the infectious disease team requested a cardiology assessment. The physician stated that the system extraction was needed if the infection in the patient's body progresses to a point that puts the system at risk. No additional adverse patient effects were reported. This rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to edema, fluid discharge, inflammation and infection. Reportedly, the patient was initially admitted for bacterial infection from gastrointestinal issue. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.